Event description:
The customer stated that the insulin pump no longer beeps. Troubleshooting was performed and the insulin pump did not beep during the tone test.

Manufacturer narrative:
The insulin pump had no audible tone due to a broken transducer wire.